Event description:
It was reported that a perforation of the proximal right coronary artery (rca) was identified after the second run of orbital atherectomy. Balloon tamponade was performed without success and the patient had substantial chest pain and hypotension with inflations. A 2.8 x 26 mm graftmaster was implanted but there was a filling defect after deployment with continued extravasation of contrast. A second 2.8 x 16 mm graftmaster was implanted starting at the distal end of the first stent. The patient continued to experience chest pain and hypotension. After deployment of the two graftmasters there was poor flow through the mid rca with the appearance of dissection and/or thrombus. After non-abbott stent placement in the mid rca the patient developed bradycardia requiring temporary pacemaker; an echocardiogram (ECG/EKG) showed very little fluid in the pericardial sac and no hemodynamic evidence of tamponade. The patient went into ventricular tachycardia/ventricular fibrillation (vt/vf) multiple times and was managed per standard advanced cardio life support (acls) algorithm including cardiopulmonary resuscitation (CPR), defibrillation x8 and multiple rounds of medications. The patient was placed on extra-corporeal membrane oxygenation (ECMO) and the patient stabilized but had a final vf event that was terminated with a single shock. Aggressive volume loading was performed prior to the patient being transferred to a hospital room. The patient was eventually weaned off of ECMO. Two days after decannulation the patient experienced a vt arrest converting to vf arrest.

Manufacturer narrative:
(B)(4). While further measures were being considered, the patients prognosis was deemed too poor for further heroic measures. On (B)(6) 2015, the patient died. No additional information was provided. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other graftmaster referenced is being filed under a separate medwatch report.